Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an unspecified surgery, the toothed jaw of the reduction forceps broke. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 399.050, lot 7577802: manufacturing location: (B)(4). Manufacturing date: december 01, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the manufacturing documents were reviewed and all manufacturing and assembling steps were performed correctly. All inspection steps were performed and show no deviations to specifications. The hardness measurements of the broken part (in the mouth of instrument) and of the mouth of instrument was performed and show no deviations in hardness from the specification. The instrument shows strong signs of wear and usage on the mouth of instrument (marks, scratches), also the spindle is bent. During manufacturing investigation all relevant and significant dimensional characteristics were measured. All checked characteristics are within the specifications. There are no references to the reported issue that a product failure caused the breakage. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence. It is likely that probably mishandling was leading to the breakage of the instrument; during the operation an application error may have taken place or/and that high applied mechanical force led to this damage. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.